Manufacturer narrative:
The insulin pump had an unresponsive up button due to corroded keypad traces. The insulin pump was unable to perform the rewind test, basic occlusion test, occlusion test, priming test, excessive no delivery test and displacement test due to unresponsive buttons. There was no unexpected numbers ramping or scrolling during testing. There was no moisture damage on the electronics assembly during visual inspection. The insulin pump had cracked lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 400 mg/dl. Troubleshooting for keypad anomaly was performed. Customer stated that during a bolus attempt the numbers continued to scroll up. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.